Event description:
A medtronic representative reported that, while in a skull base procedure, after a successful registration, the surgeon draped the patient then alleged an inaccuracy when navigating in and around the ear canal. There was no specific measurement provided. The surgeon declined recommendations to trouble-shoot, and opted to continue the procedure to completion without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Software evaluation confirmed registration model was clean and smooth. Use error is suspected. (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.